Event description:
A report was received of an endosseous dental implant was explanted due to inadequate osteointegration. The pt had an oral cancer resection and underwent post-operative radiation therapy and hyperbaric oxygen treatment before the implant was placed.